Manufacturer narrative:
This report is filed november 16, 2016. Device not yet returned to manufacturer.

Event description:
Per the clinic, the patient experienced intermittency and subsequent loss of connection to the internal device. Subsequently, the receiver stimulator was explanted on (B)(6) 2016, and the electrode array way left in place to preserve the cochlea.

Manufacturer narrative:
This report is submitted january 16, 2017.